Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was damaged where the cartridge is loaded. Reportedly, it was difficult for the user to slide a cartridge on the pump. The user's blood glucose level was 166 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.